Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue and subsequent delay remain unknown.

Event description:
During the procedure, contact force was not displayed properly which delayed the procedure. The catheter was flushed and plugged in to the tactisys. The catheter was advanced into the left ventricle for a premature ventricular contraction pvc) ablation. An iegm was noted and the catheter displayed on the ensite system appropriately. The force reading associated with the ensite system was purple in color and did not display force. The catheter was removed from the patient the force was tested by gently touching the tip of the catheter in an lateral orientation; no force was noted. A new tactisys and a new ethernet cable we¿re exchanged which did not resolve the issue. A new tacticath was used to complete the procedure with no consequences to the patient.